Event description:
It was reported that the device was used during a laparoscopic tubal ligation. The gasket became dislodged and fell into abdomen. The gasket was retrieved and the case was finished. There was no consequence to the patient.